Manufacturer narrative:
The thump and carelink was utilized and downloaded trace/history files properly. On the event date of 22-dec-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 12.675 u and dailytotalofbolusinsulindelivered = 27.5 u which is equal to the dailytotalofallinsulindelivered = 40.175 u. On the event date of 22-dec-2024, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872 inches. Pump monitored for several days and no unexpected bolus delivery noted. No over delivery anomaly noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.4 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. [Per (B)(6): (please see attached e-mail for detailed analysis regarding bolus anomaly) conclusion: in all listed cases the manual bolus was programmed and started by keypresses (I assume user activities). The pump behaved as expected.] In summary, pump passed all required testing. Customer alleged for the pump over delivery/bolus anomaly was not confirmed. See attached email on (B)(6) pump analysis regarding bolus anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return required for mmt-1886. It is unknown whether product will be returned.